Manufacturer narrative:
The reported event of potential false tachycardia episodes due to MRI noise artifact was not confirmed. They were unlikely to be true but we were unable to fully confirm the speculation based on egm recording itself. No device malfunction was found.

Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin.net transmission. Review of transmission for the patient's implantable cardiac monitor (icm) revealed noise problems due to electromagnetic interference (emi). No intervention was performed. The patient had no adverse consequences.